Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event after breakfast despite following his usual routine, with the glucose reading showing low on his device; he consumed a sugared beverage and, while still in the 60s, was advised to take an additional 15 grams of carbohydrates, and he noted recent therapy setting changes about a week prior while the device-related problem and component were documented as insufficient information. Symptoms included hypoglycemia and a brief loss of consciousness or near-loss as he believed he nodded off. Outcomes included no lasting health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.